Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported color bar displayed during a diagnostic endoscopy procedure involving an olympus video system center. The customer suspected that the cause of color bar display was due to poor contact due to looseness of the insertion port from long-term use. There was no patient injury reported.